Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2017, the receiver unpaired from the transmitter. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. A charge and boot test was performed and the receiver passed. The receiver log was downloaded and reviewed. The receiver logs did not display any indication that the transmitter became unpaired to the receiver. A receiver function test was performed and the receiver passed. A pairing, calibration, performance, and range test was performed with a known good transmitter and the receiver passed. The reported event was not confirmed via product. The probable cause could not be determined. No additional event or patient information is available.